Event description:
It was reported that pump displayed malfunction alarm. Customer¿s blood glucose (bg) level was displayed as "high"; however, specific value was not provided. Customer attempted to change pump infusion set and cartridge, then contacted technical support, who provided instructions to reset pump, confirmed malfunction did not recur after reset, and advised customer to continue using pump and call back if problem returned, which customer acknowledged and understood.